Manufacturer narrative:
A sample device was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There are no other complaints in the lot. Additional information was requested. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to blurred vision, iol upside down, and patient's vision not being to its potential. In a follow up, a medical assistant indicated that the cause of the event is unknown, but it did resolve after the exchange intervention.